Event description:
It was reported that inlet connector on the valve was broken off.

Manufacturer narrative:
The valve was patent. The inlet connector was broken completely off of the valve. This damage precluded all further testing. It is unknown how or when this damage may have occurred. A review of the manufacturing records was not possible as a lot number was not provided. All of our products are 100% tested at the time of manufacture. Medtronic neurosurgery regards the submission of a report does not constitute an admission that the product caused or contributed to the reported event.